Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the returned controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. No strange noises were heard coming from the subject controller. The customer¿s complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge or power interruption to the subject controller. 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. An issue with one or more of the concomitant devices in use during this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the device was making unusual noises. No backup device was available to complete the procedure and no delay or patient injuries were reported.